Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were treated by paramedics for a low blood glucose of 47 mg/dl. The customer did not remember the time and date of the hospitalization. The customer was treated with a tube of sugar and chocolate. The customer had been using the insulin pump system within 48 hours of the hypoglycemia. Additionally, the customer visited the emergency room for hyperglycemia on (B)(6) 2018. The customer's blood glucose was 250 mg/dl at the time of hospitalization. Prior to the emergency room visit, the customer treated with the insulin pump and manual insulin injection. Once admitted into the hospital, the customer was treated during hospitalization. The customer alleged possible insulin pump under delivery. Troubleshooting was not completed for the hypoglycemia and hyperglycemia. The insulin pump was not returned for analysis.